Manufacturer narrative:
(B)(4)

Event description:
It was reported that an imaging catheter stuck on stent occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. The stent was deployed, however, it got stuck on the non-bsc stent. The opticross was released by pushing it forward and placing a little torque. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink observed in the imaging window assembly in the distal end. The telescope assembly was able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that an imaging catheter stuck on stent occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. The stent was deployed, however, it got stuck on the non-bsc stent. The opticross was released by pushing it forward and placing a little torque. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.